Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04748. It was reported that the patient experienced ineffective therapy due to lead migration. As such, the patient stopped using/charging the ipg. In turn, the ipg became inoperable. Surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.